Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The methods, results and conclusions codes will be included in the final report. Further information was requested but not received.

Event description:
It was reported that the patient was without stimulation and ipg was unable to communicate with external devices. Surgical intervention may take place at a later date to explant and replace the patient's ipg.